Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received several high voltage therapies with anti-tachycardia pacing. It is unknown if the shocks delivered were due to true ventricular tachycardia (vt) or conducted atrial fibrillation that was misinterpreted by the discriminators. Device reprogramming is anticipated at next in-clinic follow-up. The patient was stable.